Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the lights on the motor drive unit started flashing on an off and the disposable hand piece stopped working. The surgeon waited 30-45 seconds and started morcellating again. The event occurred again and the surgeon waited and restarted the procedure. The case was successfully completed with the same motor drive unit and handpiece with no adverse patient consequences. The surgeon opines that the motor drive unit was overheating.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information to be obtained, a supplemental 3500a form will be submitted accordingly. A review of the device manufacturing records was conducted, and the device met all finished goods release criteria.